Manufacturer narrative:
Evaluation: results - brake cam.

Event description:
It was reported by service report that the foot end brakes are not holding on the stretcher. It is unk if there was pt involvement, however, no adverse consequences are reported.